Manufacturer narrative:
The manufacturer's service rep performed an on site investigation. The left monitor was replaced. The system is operating as intended.

Event description:
The customer reported that the left monitor on the 9800 system would go blank. No pt injury was reported.